Manufacturer narrative:
H.6. Investigation summary bd received 1 sample and 9 photos from the customer for investigation. The photos were reviewed and the indicated failure mode for underfill with the incident lot was observed. Additionally, the customer sample and 19 retained samples from lot 9304908 were evaluated by visual examination and functional testing and the 19 retained tubes were drawn and were within specification and the 1 returned tube drew outside of the specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that during use more than 30 tubes had a low draw with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from chinese to english: when using the tube, 30+ ea tube has low draw issue. About 60% was this issue on the same day.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use more than 30 tubes had a low draw with a bd vacutainer® 9nc 0.109m plus blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: when using the tube, 30+ ea tube has low draw issue. About 60% was this issue on the same day .